Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited undersensing. Lead dislodgement was suspected. A lead revision would be scheduled.